Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the day following the generator change, the lead alert triggered and the lead had high impedance. The lead continues to be monitored, and remains in use. No patient complications were reported as a result of this event.